Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found the lead has been stretched so the inner tubing buckled preventing the helix from functioning properly. There is blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that during implant attempt, when the physician first attempted to extend the helix "something felt wrong". The helix did not extend smoothly, it popped out and did not grab the myocardium. There was difficult retracting. The lead was removed and tested on the table. Again it did not extend or retract smoothly. The device was not used. There were no patient complications reported as a result of this event.